Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2139862, d.4. Medical device expiration date: 2027-05-31, h.4. Device manufacture date: 2022-05-19; d.4. Medical device lot #: 2021314, d.4. Medical device expiration date: 2027-01-31, h.4. Device manufacture date: 2022-01-21. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "safety devices either is breaking, popping off, or falling off. Affected lot numbers 2139862 and 2021314."

Manufacturer narrative:
The initial MDR was a duplicate of MFR report # 1024879-2023-00250 and is therefore over-reported.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "safety devices either is breaking, popping off, or falling off. Affected lot numbers 2139862 and 2021314."